Event description:
The pt underwent implantation of a synchromed pump and catheter in 2000 for intrathecal infusion of morphine and baclofen for pain and spasticity related to myasthenia gravis. The implantable infusion pump was delivering drug concentrations of morphine 35mg/ml and baclofen 600 mcg/ml into the intrathecal space. The pt developed a granuloma. Pt symptoms, treatment and outcome are unknown. A follow up report will be sent when additional info is received.